Event description:
The report from the field indicated that presented twenty-three (23) months after the index procedure with an acute myocardial infarction (ami) and late thrombosis/restenosis of a previously implanted cypher stent was noted during coronary angiography. The patient had an urgent diganostic catheterization/pci done. The patient was found to have an ejection fraction of 50% with posterior and posterior lateral hypokinesis. The patient was found to have patent cypher stents in the right coronary artery (rca) and a total (100%) occluded cypher stent with thrombus present in the first obtuse marginal (1st om) branch. To treat the late thrombosis/restenosis, the 1st om lesion was pre-dilated with a maverick 2.5/20 mm balloon and had an additional cypher 3.0/23 mm stent implanted without complications. The residual stenosis was 0% and the flow was reported to be complete (timi 3).

Manufacturer narrative:
Index procedure: the patient had a cypher 2.75/18 mm stent successfully implanted in the 1st om after pr-dilation with a 2.5/15 mm crossail balloon. The pre-procedure stenosis was 95% and post-procedure 0% with timi 3 flow. The proximal right coronary artery (rca) was successfully stented with a cypher 2.75/33 mm stent after pre-dilation with a 3.0/15 mm crossail balloon. The pre-procedure stenosis was 70% and post-procedure 0% with timi 3 flow. The mid rca was successfully stented with a cypher 2.75/33 stent after pre-dilation with pre-dilation with a 3.0/15 mm crossail balloon. The pre-procedure stenosis was 70% and post-procedure 0% with timi 3 flow. The stents were post-dilated with a 3.0/18 mm powersail balloon.the product is not available for evaluation and testing. No further information is available. A male patient with a history of atherosclerotic heart disease experienced an ami, restenosis and thombosis almost twenty-three months post cypher stent implantations. The reason for the patient's initial admission was not reported; but an angiogram revealed lesions in his rca and omb. Intra procedural medications included heparin. The pre or intra procedural administration of asa, plavix or gpiibiiia and the performance or recording of acts was not reported. The proximal omb lesion was described as 95% occluded and with thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.75 x 18mm stent at an unknown maximum inflation pressure. The patient was discharged from the cath lab on medications that included asa and plavix. The treatment of the rca appears to have been deferred to a later date. Four days after the index procedure, the patient returned for the treatment of his rca lesion. The intra procedural administration of heparin or gpiibiiia and the performance or recording of acts was not reported. The rca was described as 70% occluded. The lesion was pre-dilated prior to the placement of two 2.75 x 33mm cypher stents at unknown maximum inflation pressures. The safety and effectiveness of using more than two cypher stents has not been clinically established. It appears that the patient was discharged on medications that included asa and plavix. Twenty-three months after the index procedure, the patient experienced an ami. A repeat angiogram revealed an lvef of 50%, patent rca stents and a 100% thrombotic and restenotic occlusion of the cypher stent in in the omb. This was treated with ptca and the placement of another cypher stent. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. There are vessel, procedural and possible pharmacological factors that may have contributed to this event. Please note that this is the initial/final report for this product.